Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer required emergency medical assistance on (B)(6) 2020 due to high and low blood glucose. Customer's blood glucose was 525 mg/dl and treated with bolus. Customer has addison's disease and was using steroid to treat. Customer's blood glucose went down to 30 mg/dl and passed out. Customer was treated with cortisol injection by the paramedic. Customer declined troubleshooting for high and low blood glucose. It was unknown if the customer was using automode at the time of the event as they were having sensor issue. The insulin pump will not be returned for analysis.